Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that four infusion sets fell off during use. Infusion set was in use for 1 to 2 days. Patient blood glucose level was 200-250 mg/dl no further information was available.